Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that a midazolam infusion was intended to run at 14mg/hr but had infused at 80mg/hr and resulted in an unspecified adverse event. It was later reported that the soft limit was overridden by the rn programming the infusion; therefore, the customer is considering this event a human error and not a pump error. The event occurred in the intensive care unit (ICU). The customer stated no further information is available.